Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report from distributor - customer alleging two patients received false negative hcg results. Per distributor, both patients had positive blood tests. No adverse patient sequela reported. No specific patient information provided. No additional details reported.

Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention and return devices. Retention and return devices were tested with 25 miu/ml hcg urine control and 3 high level of hcg urine controls (201.8 iu/ml, 203.4 iu/ml and 205.2 iu/ml); all results were hcg positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis and insufficient information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.